Event description:
Information received indicates the patient was admitted with signs of chf and found to have severe prosthetic valve stenosis. At retrieval, tissue overgrowth was noted on the explanted device. The valve was replaced with no addition patient complication reported.